Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging sensor, screen locked. The customer also states the unit came in alarming on patient "vent services required" and the unit does not operate under manufacture specs. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging sensor, screen locked. The customer also states the unit came in alarming on patient "vent services required" and the unit does not operate under manufacture specs. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The manufacturer received email confirmation that updated information to reflect the non-warranty devices will not be returned at this time.